Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) was explanted for unknown reason. The ra lead was explanted and replaced. The patient condition was not known.